Event description:
I used renu w/moisture loc contact lens saline solution from 04/2000 through 05/03/2006. I was never hospitalized for the fact that I didn't know what I had until I saw my eye dr. And he told me. My vision at that was l-2100, r-2100 on 8/2005. The dr recommends that I should have corneal transplant surgery, because if I didn't I can go blind. I am unable to afford it at this time.